Event description:
5:55 am = dialysis initiated. Residual test strip negative. 6:00 am = epo administered. 6:05 am = patient complained of tingling, itching, nausea, skin flushed. B/p decreased to 103/53, 200 mls normal saline given. Benadryl 25 mg given. Staff returned patient blood, discontinuing treatment. B/p 143/72, pulse 99. 6:25 am = solumedrol 50 mg IV given and 02, 3l per nc. Patient appeared anxious, disoriented and complained of nausea. 6:30 am = sent to ER via ambulance. Symptoms resolved in ER. Patient felt okay and was released the same day.